Event description:
The disposable loading unit was used with an auto suture powered multifire endo gia 60 disposable stapler during a thoracoscopic bullectomy procedure. Reportedly, the knife disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The reported condition was confirmed however, the exact cause could not be reliably determined.